Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) had blood backflow. The following information was provided by the initial reporter: cracked bifurcation of extension set caused leakage of fluids and blood to come back up. PICC line causing it to block and be removed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
One mz9281 sample was received connected to an mz1000 for investigation of (B)(4) & 12655933; no packaging was received to assist the investigation. The customer reported "cracked bifurcation of extension set caused leakage of fluids and blood to come back up. PICC line causing it to block and be removed." Visual inspection of the returned mz9281 sample confirmed that the male luer collar was cracked; additionally inspection of the connected maxzero confirmed that the female luer adaptor (fla) was also cracked. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no restriction or obstruction of flow was observed, furthermore no leakage was observed from the mz9281 product. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined, however the damage observed is likely due to excessive lateral force having been applied to the rotating collar. A lot number was not provided as part of the investigation; however a review of the laser ids on the maxzero components confirmed the likely lot number to be 24039211. A review of the production records for lot 24039211 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the supplier of the male luer has recommended for the male luer to be allowed to completely dry prior to forming a connection with a female luer, after the component has been swabbed with isopropyl alcohol (70%). Failure to do so may cause the components to partially adhere together, requiring additional force to disconnect. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz9281 product in the past 12 months.